Event description:
It was reported that during a colon procedure, during the use of the clamp for a mechanical anastomosis (colorectal), the staples haven't reclosed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. File will be reopened upon additional information/device receipt. Lot number l4ev51 was identified. A lot/batch record (l53a9f and l5396z) review was performed and no incident related to the reported event was observed during the record review.